Event description:
Reportable based on device analysis completed on 21nov2018. It was reported that tracking difficulties were encountered. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the mildly tortuous and mildly calcified celiac artery. A 6.0mmx18mmx150cm express sd stent was advanced but failed to track the wire. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed shaft damage. Returned product consisted of an express sd premounted stent system. The balloon was loosely folded with the stent secured between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. There is shaft damage at the exit notch which is consistent with damage seen with the use of a guidewire. Functional testing was completed using a thruway .018 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted distally and advanced through the entire length of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.